Event description:
It was reported that approximately six weeks post filter implant during the scheduled filter retrieval, fluoroscopic imaging demonstrated a detached filter limb embedded in the ivc wall. The filter was successfully removed with a snare. Approximately five days later, imaging demonstrated the detached limb in the right ventricle. A snare device was used to successfully remove the detached limb from the ventricle. The pt was reported to be asymptomatic and there was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.